Event description:
It was reported, at the end of the colonoscopy procedure using the colonovideoscope, there were metal shaving particles in the colon when the doctor rinsed out the colon with the air/water valve. The metal shaving particles were retrieved from the patient's colon via suction. No further medical intervention was required as a result of the issue. A leak test was performed on the scope, and there were bubbles and air blowing out the distal end around the camera. The tip did not deflate when the leak tester was removed. The customer was instructed to manually reprocess the scope.